Event description:
Transported a cardiac arrest patient from emergency department to CT scanner and noticed that the propofol tubing had run dry. Spiked another bottle so that it would not run dry again and within 10 mins the bottle had run dry. The tubing was clamped and continued to transport. The rate and programming were all verified to be correct and the channel was taken out of circulation. Channel had sticker (B)(4).